Event description:
Procedure type: hysterectomy. According to the reporter: the tip broke off, tip was never found, this was not reported until now. This has been internally documented on their incident form. No reported ill effect to the pt. No sample.

Manufacturer narrative:
(B) (4). (B) (4).